Event description:
Technician alleged that the brake caster fell off the bed. No pt impact.

Manufacturer narrative:
The technician found the brake caster screw is missing. The technician replaced the brake caster screw to resolve the issue.